Event description:
During a laparoscopic gastric roux-n-y the device would not open. A second device was used to cut around the first device in order to remove it and complete the case laparoscopically. There were no further pt consequences.